Event description:
It was reported that the patient was coded during an implant procedure. The physician believed that the incident was not device related. The patient's heart rate and breathing was restored; the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.